Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the reported issue of repeated recoverable error 48245. The fse replaced the illuminator to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the illuminator involved with this complaint and completed the device evaluation. Failure analysis investigation replicated and confirmed the reported complaint. The illuminator was installed into a printed circuit assembly (pca) si test system, and error 48245 was confirmed. The cause of the reported complaint was due to component failure. A device logs review was performed by technical support engineer (tse). Per the review, the following was confirmed: the radical with lymphadenectomy prostatectomy surgical procedure was performed on (B)(6) 2022 on system (B)(4). A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. No image or video clip for the reported event was available for review. This complaint is considered a reportable malfunction due to the following conclusion: system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate a procedure change. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the customer informed the technical support engineer (tse) that error 48245 occurred. There was no light from the illuminator. The tse reviewed the error logs and found repeated recoverable error 48245 due to lamp or illuminator issue. The tse had the customer reseat the lamp and replace a new lamp, but the issue persisted. The tse had the customer replaced the original illuminator with an external illuminator, which resolved the issue. The field service engineer (fse) would follow up to replace the illuminator. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked and working when powering on the system. The system was initially powered on without any error. The procedure was completed with the same da vinci system with the use of the external illuminator.